Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator (ins) turned off by itself while the pt was getting into a gas powered car. The health care provider (hcp) reported that he tested group impedances and they measured about 700 ohms. However, the hcp did not run electrode impedances. The hcp also noted that he believed that he turned the magnet control off on this ins after implant. The hcp also indicated that the pt's battery was measuring around 3.7 volts and appears to be in "good working order." However, he noted that the ins other battery needs to be replaced due to normal depletion so he may replace the pt's other battery that's been turning off intermittently at the same time. A f/u report will be sent if info becomes available. See also mfg report # 3004209178201108740 for info on other device.